Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6). Implanted: (B)(6) 2014. Explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-sep-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 6.7 mg/ml at a dose of 1.4705 mg/ml via an implantable pump. It was reported that the patient was going into withdrawal symptoms and not feeling well. When asked if there were any environmental/external/patient factors that may have led or contributed to the event, it was stated that the patient had a pump replacement the day before. No diagnostics/troubleshooting was performed, just a pump catheter revision, otherwise unknown to the rep. The patient was brought back to the operating room after the pump replacement the day before. It was found that the pump segment of the catheter was occluded by tacking down stitch from the replacement. The catheter was untangled in the pocket and a new pump segment was placed and cut shorter to avoid it being too long and coiling in the pocket. The catheter was partially explanted and was discarded. The issue was resolved at the time of the report.